Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer¿s other blood glucose level was 240 mg/dl, 167 mg/dl, 310 mg/dl, 440 mg/dl, 512 mg/dl. Father stated that the customer was treated high blood glucose with bolus from pump and manual injection. The insulin pump will not be returned for analysis.